Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information has been included. No additional information has been provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated creatinine results processed on the architect c16000 analyzer. The customer uses a normal range of 6 to 10 mg/l. The results provided were: sample ID (B)(6): 31.5, 7.8 and 7.7 mg/l which matched the previous result of 7.6 mg/l. Sample ID (B)(6): 37.3, 6.3 and 6.4 mg/l which matched the previous result of 6.1 mg/l. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument at which time he observed deposits on and in the cuvettes and manually cleaned the cuvettes. In addition, he also replaced multiple parts. The fse determined the pump, probe wash, 16 (rohs) (part number 7-202557-02) and the seal, water line syringe (rohs) (part number 2-89347-02) were the likely causes of the discrepant results and replaced the parts. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. A review of manufacturing documentation and trending data for the pump, probe wash, 16 (rohs) and the seal, water line syringe (rohs) identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rates were reviewed and were within acceptable limits with no trends identified. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.